Manufacturer narrative:
Citation: hudziak d et al. Infectious endocarditis after valve-in-valve transcatheter aortic valve implantation: reoperative treatment of infectious endocarditis. Kardiologia polska. 2020; 78(1):84-85. Doi: 10.33963/kp.15029. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6)-year-old male patient with a medical history of atrial fibrillation, chronic renal insufficiency, chronic obstructive pulmonary disease, anemia, and gastrointestinal tract bleeding who underwent implant of a 23mm medtronic hancock ii bioprosthetic valve with a concomitant left internal mammary artery graft. No serial numbers were provided. Approximately 3 years post implant, a medtronic evolut r transcatheter valve was implanted valve-in-valve because of elevated gradients (108mmhg maximum gradient, 58mm mean gradient). No additional adverse patient effects or product performance issues were reported.